Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012024671); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0011995329); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded successfully by an experienced loader. The fluoroscopy check showed an infold to 3.5 nodes. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 26 millimeter (mm) non-medtronic balloon. New left bundle branch block (lbbb) was noted. The valve was deployed 80% and an infold was detected. The valve was recaptured and removed from the patient. A new system was used for implant. The patient remained stable throughout the procedure. The procedure was delayed approximately 5 minutes due to the infold. It was reported that the calcium score was 4664. The pre-procedure echocardiogram revealed a mean gradient of 62 mmhg. The aortic diameter was 25.4 x 29.6 mm with a perimeter of 86.5 mm and an area of 557 mm. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received submerged in cloudy unknown solution in its original packaging jar. The serial number tag was returned with the valve. As received, leaflet 1 was in an open position, leaflet 2 was in a closed position, and leaflet 3 appeared partially closed. All leaflets were flexible and appeared intact. Signs of creases and frame imprints were noted on the leaflets; conditions associated with the crimping and recapturing process. All commissures were intact. The valve was submerged in body-temp (approximate 37 celsius) saline; frame expanded to full dilation. No kinks or distortions were noted on the frame. The valve frame appeared slightly compressed with the inflow aspect exhibited an elliptical appearance. Acute thrombotic host material was noted throughout the valve. The acute thrombotic host material was removed from the valve in preparation for the loading simulation. The valve was then placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no issues were noted. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that after the delivery catheter system (dcs) crossed the aortic arch, the infold appeared longer than the initial fluoroscopy check, appearing beyond the 4th node. The valve was proceeded to be deployed to 80% and the infold was confirmed.

Manufacturer narrative:
Image review: one static image was provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the annulus perimeter measured 86.5mm suggesting a 34mm evolut. Fluoroscopy valve load inspection was not provided; thus, it is not possible to validate good load. The image provided shows evidence of an infold during the deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Since fluoroscopu valve load inspection was not provided, it is not possible to rule out that possible misload might have contributed to the infold. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.